Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected. Thirty-two new devices were returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected, and the reported issue was not confirmed. The cause of the reported issue is currently being review. The device history review had no indication that the complaint was related to a service of the device within the review period.